Event description:
The reporter stated that he did a meter to hcp meter comparison. His meter read 237 mg/dl, and the hcp meter (type unknown) readings was 183 mg/dl. No further details were given on the test. The reporter did not have any symptoms. On the follow-up, the reporter stated that since his first report, he had a meter to lab comparison test. He stated that these tests were done side by side, using the same blood draw. The results were 123 mg/dl for his meter, and the lab test was 187 mg/dl.